Event description:
On (B)(6) 2013, implantation of heartmate ii left ventricular assist device. On (B)(6) 2013, emergent exchange of heartmate ii pump secondary to thrombosis. On (B)(6) 2013, explantation of heartmate ii pump secondary to thrombosis and insertion of an intra-aortic balloon pump. The pt died (B)(6) 2013.